Event description:
It was reported that during a procedure using the dyonics whiirlwind 90 probe, the probe alarmed. The surgeon chose to finish the procedure with competitor's device. There were no significant delays or pt complications reported as a result of this event.